Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. Linked MDR: 2029214-2020-00179. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the pipeline flex with shield device did not open at the proximal section. The hyperglide balloon was selected to open the pipeline device. However, the balloon ruptured during the inflation. A new balloon was used to open the pipeline device. No patient injury occurred. The vessel anatomy was normal in tortuosity. The pipeline was place in a curb / bend in the anatomy.